Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to going to bed the night before the alleged issue, he obtained an unknown high reading on the lfs meter. The patient reported the alleged issue occurred on (B)(6) 2013 at 9am. The patient reported obtaining readings of "48mg/dl" compared to "22mg/dl" on an ems meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown date and time, he was "unconscious." The patient reported on (B)(6) 2013 at 11am, he was given IV glucose by ems. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient was using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2013, for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.